Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, fecal incontinence. Caller states patient is in the hospital for some other issues and the doctors are not sure what the device is or how it works. Agent reviewed how to use the handset and communicator. Caller was able to connect to implant and states therapy is off. Caller was able to turn therapy on and seeing max settings at 1.1. Caller states healthcare provider is 6 hours away. Agent provided nas number for healthcare provider to call. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.